Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, error test and self test. No unexpected no delivery alarms noted during testing. Insulin pump had and alarm in alarm history screen due to corrupted history file. Insulin pump had a small crack on the reservoir tube lip.

Event description:
It was reported that the insulin pump had alarmed multiple errors. An operation test and a self test were completed normally. The customer's blood glucose was unknown. Nothing further was reported.